Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was ventral hernia , peri-gastric mass. The postoperative diagnosis was complex ventral incisional hernia. Patient had revision surgery 8 years 7 months post-surgery. The preoperative diagnosis was chronic abdominal wall sinus and postoperative diagnosis was infected abdominal wall mesh. The procedure performed was excision of abdominal wall sinus and infected mesh. The patient experienced pain, adhesions, infection, abscess, mesh exposure, fistula, small bowel resection.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (Outcome attributed to adverse event remove: other). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced recurrence, infection, adhesions, enterocutaneous fistula, pain, mesh exposure, and abscess. Post-operative patient treatment included excision of abdominal wall sinus and infected mesh, laparoscopic-converted-to-open cholecystectomy, open lysis of adhesions, take down of enterocutaneous fistula, small bowel resection with side-by-side stapled anastomosis, and central portion of small bowel resected.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced recurrence, infection, adhesions, enterocutaneous fistula, pain, mesh exposure, inflammation, emotional changes, obstruction, blood loss, perforation, seroma, healing, impaired, and abscess. Post-operative patient treatment included excision of abdominal wall and infected mesh, laparoscopic-converted-to-open cholecystectomy, open lysisof adhesions, take down of enterocutaneous fistula, small bowel resection with side-by-side stapled anastomosis, PICC line, tpn, medication, and central portion of small bowel resected.

Manufacturer narrative:
Additional information: b5, b7, h6(patient codes, device codes), additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.